Manufacturer narrative:
Explant date was corrected.

Event description:
It was reported that the system was explanted after a subsequent migration event documented in MFR report 1627487-2019-00713. The explant date was also corrected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead had migrated, causing ineffective stimulation. The issue was confirmed by the physician. Surgical intervention was undertaken on (B)(6) 2018, during which the existing lead was repositioned.